Event description:
Same case as MFR#: 2134265-2011-03621. It was reported that post a stenting treatment procedure stent thrombosis occurred. In (B)(6) 2004, the patient presented to the hospital with chest pain. Angiography revealed 75-80% stenosis in the left anterior descending artery (lad). A 2.50x20mm taxus express2 stent was deployed in the mid lad and a 2.75x20mm taxus express2 stent was deployed, overlapping and proximal to the first placed stent in the lad. The procedure was successfully completed and the patient was put on plavix. In (B)(6) 2007, the patient presented with chest pain and an acute myocardial infarction. Angiography confirmed thrombosis in the previously placed taxus express2 stents in the lad. No additional patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).